Event description:
The customer contacted the company's customer experience team via email to report that they experienced difficulty removing the device and sought medical assistance for removal at an urgent care center. The urgent care physician noted that they attempted to remove the device with multiple different tools because the device had achieved suction around the cervix. The customer experienced some mild discomfort during the procedure, but no adverse symptoms were reported by either the customer or the physician after removal of the device. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.